Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 469mg/dl and insulin pump alarmed for no delivery. Customer¿s current blood glucose was not given. Customer performed troubleshoot for no delivery and customer states the insulin exited. Insulin pump will not be return for analysis.